Event description:
I had the essure device implanted many years ago and it has recently migrated leading to a hysterectomy and autoimmune issues. The relation to essure was just only discovered now. Rheumatoid arthritis, celiac disease, osteoporosis - all caused by essure.